Event description:
The account alleged the front brake casters of the recliner would skid if you stood up to get out of the chair. No pt impact.

Manufacturer narrative:
The technician found the front casters on the recliner were not brake casters. The only brake casters are on the rear side of recliner. The replacement brake casters for the recliner are brake casters on both the front and the rear. The technician replaced all brake casters to resolve the issue.